Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported field event of possible high voltage (hv) circuit damage was confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) voltage level when received. The device was received with an arc mark on the can which is believed to be due to a lead to can arcing. The charging circuit of the device was damaged. However, the cause of the damage was undetermined.

Event description:
It was reported that a shorted output stage detection (sosd) alert was observed on the device. Abbott technical support recommended to replace the device, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.